Event description:
It was reported that one month seventeen days post port placement procedure, patient's color ultrasound showed thrombosis attached to the wall of the venous indwelling catheter. It was further reported that the port allegedly had no blood return and the infusion was allegedly not smooth when fourth cycle of chemotherapy. Reportedly, the catheter was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section. D4: has not been cleared in the us but is similar to the m.r.I. Low profile implantable port, hickman single lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a followup report will be submitted as applicable. H10: d4: (expiry date: 03/2026). H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported suction issue, difficult to flush, fluid leak and obstruction of flow issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 03/2026), g3, h6 (method) h11: d4 (unique device identification number), h6 (device) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that one month and seventeen days post a port placement, patient's color ultrasound showed thrombosis attached to the wall of the venous indwelling catheter. It was further reported that the port allegedly had no blood return and the infusion was allegedly not smooth during the fourth cycle of chemotherapy. Furthermore, normal saline was allegedly found to seep out from the vicinity of the port body after normal saline injection. Reportedly, the port was removed. There was no reported patient injury.